Event description:
The pt had trial leads implanted in 2009. The leads were not connected properly to the external stimulator and fractured 2-3 days post implant. As a result of the trial, a vertebra was fractured and the pt required fusion surgery of three disks. The outcome is unknown.